Event description:
It was reported to philips that there was issue with internal paddles during use. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. (B)(6) dfm100 assy processor, s/n: (B)(6) lab analysis: the allegation of the device errors were verified in the device logs however the errors did not reoccur during lab testing. The pca passed all tests during op check and general testing.